Manufacturer narrative:
Device received with broken reservoir tube lip noted. Device passed displacement test. The test reservoir was able to lock in place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir compartment was broken and the plastic outside piece was completely fell off. The customer¿s blood glucose was unknown. Customer stated that the transmitter was completely died. The insulin pump will not be returned for analysis.